Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a year ago, this cardiac resynchronization therapy defibrillator (crt-d) showed seven and a half year remaining longevity. During the recent device check, the device showed six and a half year remaining longevity. Analysis showed, the device was high rate atrial sensing at an average rate of 325 beats per minute (bpm). The clinic should consider programming off the atrial lead. As of this time, the device remains in service. No adverse patient effects reported.